Event description:
I tore the meniscus in my knee. The orthopedist looked at the MRI, saw arthritis and recommended 3 shots of euflexxa, so that I could do physical therapy better. The arthritis was not hurting me at the time, but the doctor sold me on the benefits of the shots for the future. After the first (painful) shot, I felt new pain in the inner corner of my knee, where the arthritis is. This pain continued all week. I asked the doctor's advice about whether or not to continue with the shots and he recommended I get another one, which I did. The pain increased as my adverse reaction to the drug continued, and it remains constant, making it hard to walk. I read the product warning and declined the third shot. I am left not knowing how long the pain will continue, or if it's permanent. The product flyer mentions pain and swelling as side effects. Quantity: 2 injections. Frequency: once a week. How was it taken or used: injection in the knee. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product:(B)(6) 2016. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Did the problem return if the person started taking or using the product again: yes. Why was the person using the product: to increase protection against arthritic decline.